Manufacturer narrative:
Rwmic considers this case open. Not applicable, no patient problem was reported. IFU was reviewed and contains the following cautions, warnings, and checks: caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Warning! Danger of injury if the hf instrument is not visible through the scope! Inadvertent tissue damage as well as damage to the distal end of the endoscope and parts of the instrument is possible. Caution! Be careful if products are damaged or incomplete. Injuries of the patient, user or others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Visual check: check the instruments and accessories for damage, sharp edges, loose or missing parts and rough surfaces. Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On (B)(6) 2018, the user facility reported the following to richard wolf medical instruments corporation (rwmic): "during a procedure the tip of item 8655184 fell off into the patient. The doctor was able to get most of the tip out. There was no injury to the patient and the case was completed." Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Unknown. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown. Rwmic received and evaluated the device. The device was functionally and mechanically evaluated. The reported malfunction could not be verified during evaluation. Device was found to have its locking system worn out, most likely due to normal wear and tear. It was recommended that the damaged parts be cleaned and/or replaced. No manufacturing defect was identified during the evaluation.